Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Customer does not know how the drawer got stuck. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. The instructions for use states not to set other than the specified disinfectant bottle as follows: always use the olympus-designated disinfectant solution. Otherwise, it may lead to damage to the equipment or bottles.

Manufacturer narrative:
Additional information is not yet available for this event. Field service engineer (fse) went on site to evaluate the device. Upon inspection, the fse noted that the drawer was stuck due to foreign object in the drawer. Fse removed the foreign object and manually opened the door. The issue of the drawer being stuck was resolved. Fse repaired and verified the device functionality according to original equipment manufacturer specifications . Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer reported the device drawer being stuck. There is no reported harm to any patient. A field service engineer (fse) went on site to evaluate the device. Evaluation fse noted there was a foreign object in the device causing the issue. This medwatch is being submitted for the issue of the foreign object being found in the drawer.